Event description:
Reporter stated that a patient sample was tested on the urisys 1100 which returned a negative result for leukocytes. Within 4 hours, the same sample was reportedly tested on a laboratory instrument which reported a value of ++ for leukocytes (approximately 300 wbc/hpf). No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
It is not known if the initial reporter has or intends to report the event to FDA.